Event description:
On (B)(6) 2009, the pt reported that 4 hours after changing his infusion site, the adhesive began to come off of his skin. He switched to an infusion site from another lot number. He was sent replacement infusion sets and courtesy adhesive dressings. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evlauation.